Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instruction for use everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous de novo left circumflex. Two xience prime stents (2.5x12mm and 2.5x15mm) were deployed and an edge dissection was observed from each stent. Two new unspecified stents were deployed to cover the dissections. There was no adverse patient sequela reported. No additional information was provided.